Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer, gythystatic') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6)2012, gallbladder removal in 1997 and irritable bowel syndrome. Concurrent conditions included anxiety disorder. Concomitant products included aciclovir (acyclovir) from (B)(6)2012 to (B)(6)2013, colecalciferol (vitamin d3) from (B)(6)2013 to (B)(6)2016, duloxetine hydrochloride (cymbalta) from (B)(6)2012 to (B)(6)2013, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6)2013 to (B)(6)2013, fexofenadine hydrochloride (allegra) from (B)(6)2013 to (B)(6)2016, ibuprofen (advil migraine) from (B)(6)2012 to (B)(6)2013, letrozole and valaciclovir hydrochloride (valtrex) from (B)(6)2013 to (B)(6)2016. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced urinary tract infection ("recurrent urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"), vulvovaginal discomfort ("vaginal itching/irritation") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"). In (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), the first episode of hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), the first episode of polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of hypomenorrhoea ("hypomenorrhea") and the second episode of polymenorrhoea ("irregular bleeding- 2 menses per month"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection") and vulvovaginal pruritus ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods),") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with fluconazole (diflucan), fluconazole (flucona), miconazole nitrate (zole) and surgery (cancer removal and hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, vaginal discharge, vulvovaginal pruritus, vulvovaginal discomfort, vaginal haemorrhage, vaginal infection, the last episode of hypomenorrhoea and the last episode of polymenorrhoea outcome was unknown and the urinary tract infection and ovarian cancer had resolved. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pruritus, the first episode of hypomenorrhoea, the first episode of polymenorrhoea, the second episode of hypomenorrhoea and the second episode of polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Impression: 1. Essure procedure, as described above. 2. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6)2012: total bilateral occlusion. Pregnancy test - on (B)(6)2012: essure negative pregnancy test in office.; on (B)(6)2015: negative urine pregnancy test in office today.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received: essure removal date updated, treatment medications added, new events abnormal bleeding (vaginal), infection (bladder/ urinary tract/ vaginal): vaginitis, hypomenorrhea, irregular bleeding- 2 menses per month added. Outcome for the event ovarian cancer updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer, gythystatic') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2012, gallbladder removal in 1997 and irritable bowel syndrome. Concurrent conditions included anxiety disorder. Concomitant products included aciclovir (acyclovir) from (B)(6) 2012 to (B)(6) 2013, colecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2013 to (B)(6) 2013, fexofenadine hydrochloride (allegra) from (B)(6) 2013 to (B)(6) 2016, ibuprofen (advil migraine) from (B)(6) 2012 to (B)(6) 2013, letrozole and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("recurrent urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"), vulvovaginal discomfort ("vaginal itching/irritation") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection") and vulvovaginal pruritus ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods),") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with fluconazole (diflucan), fluconazole (flucona), miconazole nitrate (zole) and surgery (cancer removal and hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection and ovarian cancer had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, vaginal discharge, hypomenorrhoea, polymenorrhoea, vulvovaginal pruritus, vulvovaginal discomfort, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, hypomenorrhoea, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Impression: 1. Essure procedure, as described above 2. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: essure negative pregnancy test in office.; on 04-apr-2015: negative urine pregnancy test in office today. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case, all the information from deletion case (B)(4) (MFR control no.2951250-2020-15664) was transferred to this retention case. Duplicate entries of polymenorrhoea and hypomenorrhoea deleted. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2012, gallbladder removal in 1997 and irritable bowel syndrome. Concurrent conditions included anxiety disorder. Concomitant products included (B)(6) from (B)(6) 2012 to (B)(6) 2013, cholecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestrel (low-norgestrel) from (B)(6) 2013 to (B)(6) 2013, fexofenadine hydrochloride (allegra) from (B)(6) 2013 to (B)(6) 2016, ibuprofen (advil migraine) from (B)(6) 2012 to (B)(6) 2013, letrozole and (B)(6) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month") and polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection"), vulvovaginal pruritus ("vaginal itching/irritation") and vulvovaginal discomfort ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), urinary tract infection ("recurrent urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (cancer removal and hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, ovarian cancer, vaginal discharge, hypomenorrhoea, polymenorrhoea, vulvovaginal pruritus and vulvovaginal discomfort outcome was unknown and the urinary tract infection had resolved. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, hypomenorrhoea, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vulvovaginal discomfort, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Impression: essure procedure, as described above. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: essure negative pregnancy test in office.; on (B)(6) 2015: negative urine pregnancy test in office today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs and mr received. Case becomes an incident. Processed with fu no. 03. Lot number was added. New events added: pelvic pain, yeast infection, recurrent urinary tract infection, bladder infection-got for getting ovarian cancer, ovarian cancer, vaginal discharge, hypomenorrhea, irregular bleeding- 2 menses per month, vaginal itching, vaginal irritation. Concomitant drugs, medical history, reporters, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer, gythystatic') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2012, gallbladder removal in 1997 and irritable bowel syndrome. Concurrent conditions included anxiety disorder. Concomitant products included aciclovir (acyclovir) from (B)(6) 2012 to (B)(6) 2013, colecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2013 to (B)(6) 2013, fexofenadine hydrochloride (allegra) from (B)(6) 2013 to (B)(6) 2016, ibuprofen (advil migraine) from september 2012 to (B)(6) 2013, letrozole and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("recurrent urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"), vulvovaginal discomfort ("vaginal itching/irritation") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), the first episode of hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), the first episode of polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of hypomenorrhoea ("hypomenorrhea") and the second episode of polymenorrhoea ("irregular bleeding- 2 menses per month"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection") and vulvovaginal pruritus ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods),") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with fluconazole (diflucan), fluconazole (flucona), miconazole nitrate (zole) and surgery (cancer removal and hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection and ovarian cancer had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, vaginal discharge, vulvovaginal pruritus, vulvovaginal discomfort, vaginal haemorrhage, vaginal infection, the last episode of hypomenorrhoea and the last episode of polymenorrhoea outcome was unknown. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pruritus, the first episode of hypomenorrhoea, the first episode of polymenorrhoea, the second episode of hypomenorrhoea and the second episode of polymenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Impression: 1. Essure procedure, as described above 2. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: essure negative pregnancy test in office.; on (B)(6) 2015: negative urine pregnancy test in office today.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: pfs received. Event outcome of pelvic pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2012, gallbladder removal in 1997 and irritable bowel syndrome. Concurrent conditions included anxiety disorder. Concomitant products included aciclovir (acyclovir) from (B)(6) 2012 to (B)(6) 2013, colecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2013, fexofenadine hydrochloride (allegra) from (B)(6) 2013 to (B)(6) 2016, ibuprofen (advil migraine) from (B)(6) 2012 to (B)(6) 2013, letrozole and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month") and polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection"), vulvovaginal pruritus ("vaginal itching/irritation") and vulvovaginal discomfort ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), urinary tract infection ("recurrent urinary tract infection") and vaginal discharge ("vaginal discharge") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (cancer removal and hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, ovarian cancer, vaginal discharge, hypomenorrhoea, polymenorrhoea, vulvovaginal pruritus and vulvovaginal discomfort outcome was unknown and the urinary tract infection had resolved. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, hypomenorrhoea, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vulvovaginal discomfort, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Impression: 1. Essure procedure, as described above. 2. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: essure negative pregnancy test in office.; on (B)(6) 2015: negative urine pregnancy test in office today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cancer ('infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer, gythystatic') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure on (B)(6) 2012, gallbladder removal in 1997, irritable bowel syndrome, malignant neoplasm of cervix uteri, appendectomy, brain tumor operation and sigmoidectomy. Concurrent conditions included anxiety disorder. Concomitant products included aciclovir (acyclovir) from (B)(6) 2012 to (B)(6) 2013, colecalciferol (vitamin d3) from (B)(6) 2013 to (B)(6) 2016, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2013, ethinylestradiol;norgestrel (low-ogestrel) from (B)(6) 2013, fexofenadine hydrochloride (allegra) from (B)(6) 2013 to (B)(6) 2016, ibuprofen (advil migraine) from (B)(6) 2012 to (B)(6) 2013, letrozole and valaciclovir hydrochloride (valtrex) from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced urinary tract infection ("recurrent urinary tract infection"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection-got for getting ovarian cancer"), vulvovaginal discomfort ("vaginal itching/irritation") and vaginal infection ("infection (bladder/ urinary tract/ vaginal): vaginitis"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia (heavy menstrual bleeding)"), hypomenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month"), polymenorrhoea ("hypomenorrhea (irregular bleeding): irregular bleeding- 2 menses per month") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis due to yeast infection") and vulvovaginal pruritus ("vaginal itching/irritation"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding b/w periods),") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with fluconazole (diflucan), fluconazole (flucona), miconazole nitrate (zole) and surgery (cancer removal and hysterectomy (full) with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract infection and ovarian cancer had resolved and the genital haemorrhage, dysmenorrhoea, menorrhagia, metrorrhagia, vulvovaginal mycotic infection, cystitis, vaginal discharge, hypomenorrhoea, polymenorrhoea, vulvovaginal pruritus, vulvovaginal discomfort, vaginal haemorrhage and vaginal infection outcome was unknown. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, hypomenorrhoea, menorrhagia, metrorrhagia, ovarian cancer, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal discomfort, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Impression: 1. Essure procedure, as described above 2. A radiopaque foreign body is also identified in the pelvis, as described above in addition to the two micro-inserts.; on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: essure negative pregnancy test in office.; on (B)(6) 2015: negative urine pregnancy test in office today. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: medical record received: medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.